Event description:
It was reported that the user received a low blood glucose alert on the ilet and had a measured glucose of 65 mg/dl; the user treated with two glucose tablets, glucose began rising within minutes, and the device alerted appropriately, with no device malfunction reported and no component failure identified. Symptoms included none reported. Outcomes included successful self-treatment without outside assistance and no medical intervention or hospitalization. Investigation included complaint intake review and troubleshooting with education to monitor glucose for 15¿30 minutes; the agent remained on the call until glucose trended upward to 71 mg/dl. Investigation of this case revealed no device performance issue and no hardware or software anomaly, with the event consistent with hypoglycemia of unclear cause. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.